Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the following regarding their current ins. The patient reported the last time they were at the doctor, the doctor shut it off and told them that the implant didn't seem to be working, but then the doctor went out of business and left the state. Patient reported they hadn't had the device removed and they were wondering if they could leave it in. It was reviewed that leaving the device in versus removing it was a medical decision and they were redirected to their healthcare provider. Patient did not have a healthcare provider at the time and was sent physician listings. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Weight is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient doesn't have a scale, but weighs between (B)(6) pounds. Patient repeated that their doctor turner their device off this summer, patient doesn¿t know why it wasn¿t working for her and no further actions are planned. No further complications were reported or anticipated.